Event description:
According to the initial information received, a 30mm amplatzer cribriform occluder (aco) was attempted, however, a thrombus was detected on the left atrial disk. When the 9f amplatzer torqvue 45 delivery system (dtv45) was removed, another clot was found within it.

Manufacturer narrative:
New information according to new information received on (B)(4) 2011, the patient was administered heparin; however, when the activated clotting time (act) was assessed, the reading was 87. It took a total of 14,000 units of heparin to achieve an act above 200. Also, there was discussion of a protein c deficiency. The patient's defect was closed with a 14mm aso with no issues or adverse patient effects reported. Image review aga requested further information regarding this case, but medical records and images were not provided. Additional information is needed to evaluate other parameters of the implant procedure. Conclusion the results of this investigation are inconclusive because medical records and images were not provided. The cause of the thrombus remains unknown.

Manufacturer narrative:
Device analysis: the amplatzer cribriform occluder was returned to aga medical with dried blood on the device, however, no apparent clots or thrombus were observed. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 8f torqvue loader without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Investigation additional information has been requested. When further information becomes available, a supplemental report will be submitted.